Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, labeling, and applicable manufacturing records. Based on a review of this information, the following was concluded: the complaint that the guidewire or any other component from the implicated PICC kit caused or contributed to the reported object within the patient was inconclusive due to the sample condition. Three radiographic images were provided for investigation. No physical samples were returned for analysis. Two of the images have an arrow pointing to a long slender object within the thoracic region. The object appears to be consistent with a segment of the guidewire; however it could not be verified from the images that the object was from the implicated PICC kit. The literature provided in the kit provides the following cautions regarding the guidewire. "Do not advance the guidewire past the axilla without fluoroscopic guidance or other tip locating methods." "If the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire." It was confirmed that a foreign object was observed on the radiographic images; however, the cause of the reported event and whether the object was a vad component could not be verified from the images. A lot history review (lhr) of recp2552 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that on (B)(6) 2018,there was an attempt to pass PICC catheter unsuccessfully. According to the report, there was a "certain" resistance in the progression of the guidewire that needed to be drawn for a new puncture attempt. When pulling the guidewire, resistance persisted until it was removed. On (B)(6) 2019: additional information received: the nurses who performed the procedure reported having had no difficulty in introducing and removing the guidewire. The catheter inserted had a length of 10 cm and was removed at 10 cm. No rupture of the catheter was observed. The event was characterized as event with severe damage, requiring follow-up with a cardiologist for 1 year to perform echocardiogram and chest x-ray every 3 months. In discussion with the multidisciplinary team will not be approached surgically due to risk to the patient. Followed up to observe if the fragment is moving and if there is hemodynamic repercussion. On (B)(6) 2019 - the reporting health professional reports there is a fragment in the patient which is "probably" a piece of guidewire. The fragment will not be removed due to the high risk of the procedure. The patient will be followed up to observe if the fragment is moving and if there is hemodynamic repercussion.